Event description:
The user was noted to have reported via voicemail, as follows: "hello, I tested with the eye. Health covid-19 antigen rapid test. 2 days ago, and I'm like day 7 into my symptoms. And it gave me a negative. I went to the doctors yesterday. They tested me for covid, and I was a positive. And then I came home the same day yesterday, and tested with another I health covid-19 antigen rapid test. It also gave me a negative result. Both of these tests came out of what? Number 2, 2, one. 2, 0, 1, 2, 0. It also has listed a gt. In number, and that is 208, 5, 6, 3, 6, 2 0, 0, 5, 9 0 0. It has a use by date of july nineteenth, 2,022 and I'm assuming the six-month extension on the expiry date applies to this kit, so it should still be good per the extension. Anyway, I thought I'd report that negative both those faults, all negative results. Because I'm, assuming my doctor's office test was correct. Thank you."

Manufacturer narrative:
1. No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). 2. Lot number: 221co20120 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 3. Initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. 4. A false negative result may occur if the test result is read before 15 minutes or after 30 minutes. 5. Test to the production batch of product retention samples (lot: 221co20120 ) , the test was pass.